Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support, including checking the power connection and using the wake button, which eventually resolved issue. Pump screen turned on after a bootup sequence was initiated, and customer confirmed pump was functioning correctly.